Manufacturer narrative:
The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving ongoing, intermittent occlusion alarms. Blood glucose was 100 mg/dl. As the occlusions had occurred in the past, a cause of the occlusion alarms could not be determined. Reportedly, the customer was using apidra in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the cartridge.